Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt210 adult dual-heated breathing circuit "did not heat up" during use. No patient consequence was reported as a result of this incident. It was further reported that the hospital staff are setting up the breathing circuits in advance at the equipment holding area and storing the set-up devices for some time before being put into use.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 adult dual-heated breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. It was also electrical resistance tested using a multimeter. Results: no physical damage was noticed to the returned breathing circuit. The pressure test result was within the required specification. The electrical resistance of both inspiratory and expiratory heater wires is also within the required specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found to the returned breathing circuit. It operated correctly during testing and no fault was detected with the heater wires. All breathing circuits are electrically tested during production and those that fail are rejected. As the subject rt210 adult breathing circuit would have passed the electrical test following production, the report from the hospital that it was not heating up is most likely due to loose connection as the hospital staff are setting up the breathing circuits in advance and storing the set-up devices for some time before being put in to use.